Manufacturer narrative:
The subject device was returned to olympus repair. The repair evaluation could not confirm/reproduce the customer¿s reported problem. No abnormalities were found in the appearance. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The device has not had any previous repair history. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported device failure. Based on the repair inspection the cause of the customer¿s reported problem cannot be conclusively determined. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (omsc) was informed via repair request that the customer ultra high-definition liquid crystal display monitor¿s images are not displayed. The customer problem was found during an unspecified event. No death, injury or harm was reported to olympus.